Manufacturer narrative:
On 10-dec-2020, mentor received additional information regarding the patient identifier, date of implantation, and date of explantation. The patient identifier is g.l. The date of implantation and explanation are (B)(6) 2005 and (B)(6) 2019 respectively. The relevant fields have been updated. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported via mw5096256 that a female patient underwent a breast surgery with two 300cc mentor smooth round moderate profile prostheses and suffered several unexplained systemic symptoms, including hair loss, dry skin, exhaustion, joint pain, muscle pain, no libido, brain fog, bell¿s palsy, reactive airway disease, collapsed cervix, arm pain, and arm weakness. No device issue such as deflation was reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent bilateral removal without replacement in 2019. The patient stated that most of her symptoms disappeared after the explantation surgery, and some subsided for six weeks post-surgery. Currently, the patient is completely healed and without any symptoms. The date of implantation and date of explantation were estimated as (B)(6) 2004 and (B)(6) 2019 respectively based on available information. Since no contract information was provided, mentor was unable to follow up for further clarification. This report is for one of the reported prostheses.